Event description:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('menstrual flooding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paroxetine since march 2020 for depression and adverse reaction. In 2007, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), pelvic pain ("unbearable pain"), adverse event ("adverse effects") and depression ("depression") and was found to have hormone level abnormal ("immobile, unbearable pain, hormonal imbalance with adverse effects"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding and hormone level abnormal was resolving and the pelvic pain, adverse event and depression outcome was unknown. The reporter provided no causality assessment for adverse event, depression, heavy menstrual bleeding, hormone level abnormal and pelvic pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('menstrual flooding, heavy bleeding') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On (B)(6) 2020, the patient experienced device expulsion ("spontaneous loss of the essure"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), pelvic pain ("unbearable pain, immobile"), amenorrhoea ("I stopped menstruating") and depression suicidal ("falling into a severe depression ending in suicidal behaviour") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with lorazepam, paroxetine and surgery (removal of essure and both ovaries). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, device expulsion, pelvic pain, amenorrhoea, hormone level abnormal and depression suicidal was resolving. The reporter considered amenorrhoea, depression suicidal, device expulsion, heavy menstrual bleeding, hormone level abnormal and pelvic pain to be related to essure. The reporter commented: I had no medical events until about 5 years after placement of the essure. The damage to my body started very slowly until finally my body became almost ghostly. After 2.5 to 3 years, after I had stopped menstruating, I began suffering a large number of complaints, falling into a severe depression ending in suicidal behaviour. I got help from the crisis centre, where it eventually appeared that all the complaints originated with the essure. After the spontaneous loss of the essure ((B)(6) 2020) and my heavy bleeding, I got a referral letter from my general practitioner. I had various examinations in a medical centre and had the essure removed along with both ovaries. It is now nearly 1.5 months after removal of both essures and the oviducts getting better. Adverse effects due to hormonal imbalance were also mentioned. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jul-2021: consumer returned adverse event questionnaire: date of birth was added. Essure start date was amended to 2011. She reported when the events started, she had no medical events until about 5 years after placement of the essure comment was added. Events were added: device expulsion. Amenorrhea. Event depression was amended to depression suicidal. Paroxetine was a remedial drug. Lorazepam was an additional remedial drug. Hospitalization was removed as seriousness criterion (admitted and discharged on same day). Consumer was recovering. Event was considered related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('menstrual flooding') in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paroxetine since (B)(6) 2020 for depression and adverse reaction. In 2007, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), pelvic pain ("unbearable pain"), adverse event ("adverse effects") and depression ("depression") and was found to have hormone level abnormal ("immobile, unbearable pain, hormonal imbalance with adverse effects"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding and hormone level abnormal was resolving and the pelvic pain, adverse event and depression outcome was unknown. The reporter provided no causality assessment for adverse event, depression, heavy menstrual bleeding, hormone level abnormal and pelvic pain with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.